Manufacturer narrative:
(B)(4). Evaluation summary: the cds was returned and analysis of the returned devices confirmed the reported issue, as the observed bends in the clip components and frayed gripper cover were indicative of the clip caught on guide tip and removal attempt by the user. Based on the information reviewed and analysis of the returned devices, the difficult to remove cds from sgc resulting in clip getting caught on the guide tip and the bends appear to be related to procedural conditions/user technique and not a product quality deficiency. Potential causes for difficulty removing the cds from the sgc resulting in the soft tip tears and bent clip components can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement/removal). With respect to the procedural conditions and/or user technique, the reported clip getting caught on guide resulting in bent fes and clip components may be influenced by the clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the sgc applied by the user. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A review of the electronic complaint handling database found no similar incidents of difficult to remove from the reported lot. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) event description continued: the procedure was continued through the left femoral vein and a new transseptal puncture was performed. New sgc and cds devices were used. The procedure was completed with the implantation of 3 clips reducing the functional mitral regurgitation grade from 3-4 to 2. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed as the clip delivery system (cds) caught on tip of the steerable guide catheter (sgc) and had to be removed as one unit. Although there was no adverse patient effect, removal of the clip outside of the system has the potential to cause or contribute to patient injury. It was reported that prior to the mitraclip procedure, the transseptal puncture was uneventful. The sgc and cds were introduced into the anatomy through the right femoral vein. The anatomy was not challenging and there was no resistance met during the advancement of the cds through the sgc. When the clip was in the left atrium and approximately 3cm out of the tip of the sgc, the cds was pulled back to avoid tissue contact. Although there was no resistance felt while pulling back the cds, the device was retracted with force and the clip became stuck on the tip of the sgc. In an attempt to remove the clip from the tip, the grippers were raised, the clip was opened and the device was attempted to be advanced, but the clip remained attached to the tip. It was decided to remove the sgc and cds as one unit from the anatomy. Once outside of the anatomy, the tip of the sgc was observed to have been lacerated by the clip. The removal of the devices was uneventful without causing an atrial septal defect or tissue damage to the access site at the groin. The groin was closed with a z-stitch which is a common practice used by the physician for this type of procedure.